Event description:
It was reported that catheter breakage occurred with a cathena 22gx1.00in winged bc. The following information was provided by the initial reporter, it was reported that on catheter frayed while in a nicu patient and 2 others that were frayed right out of the packaging. Per customer email: I received a product complain that ref 381511 lot 8339591 there was one that frayed while in a nicu patient and there were 2 that were frayed right out of the packaging. I have the sample of the two that frayed out of the packaging."

Manufacturer narrative:
Investigation: bd received two used 24 gauge insyte autoguard units from lot 8339591 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned units and observed no physical/mechanical damage to the catheter tubings. Next, the catheter tips were inspected and found to acceptable and within product specifications. Based off the visual inspection and testing the engineer was unable to verify the reported defect. Since no defects were observed the engineer could not identify a probable root cause for these defects.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that catheter breakage occurred with a cathena 22 g x 1.00 in winged bc. The following information was provided by the initial reporter, it was reported that on catheter frayed while in a nicu patient and 2 others that were frayed right out of the packaging. Per customer email: I received a product complain that ref 381511 lot 8339591 there was one that frayed while in a nicu patient and there were 2 that were frayed right out of the packaging. I have the sample of the two that frayed out of the packaging."